Event description:
The lay reporter/ wife contacted lfs alleging that the pt's one touch ultra link meter read an error 2 message. The reporter was unable/ unwilling to verify whether the pt exhibited any symptoms; however, mentioned that the pt did not seek any medical attention. The pt was unable/unwilling to verify whether the technique of applying blood on the test strips was correct. Meter was replaced. The complaint is being reported since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.